Event description:
It was reported that a drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Based on the results of the quality investigation, the nose bearings were contaminated, due to the presence of foreign debris. Debris within bearings will cause friction, which can lead to heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the build up of debris within this device. The drill attachment could not be repaired and was discarded.